Manufacturer narrative:
The device was not returned to olympus for inspection. However, the inspection was performed based on the information provided by the field service engineer (fse). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to damaged cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
A field service engineer (fse) was dispatched to the user facility for a separate issue. During the inspection of the video system center, no image was found. The field service engineer (fse) suspects that this was due to damaged cable. There was no patient involvement.